Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on when attempted. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.